Event description:
Medtronic received a report that a solitaire fr encountered resistance in the proximal end of the rebar 27. During the stent delivery process during the surgery, it was found that pushing was difficult. After removing the stent, it was found that the connection of the stent delivery rod was kinked. After replacing the stent, the surgery went smoothly. It was noted the vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ischemic stroke in the left internal carotid artery c5 segment. Patient condition: mrs baseline: 4, mrs procedure: 4, nihss baseline: 25, nihss post procedure: 15, tici baseline: 2, tici post procedure: 3. It was noted the patient's vessel tortuosity was moderate. IV tpa was not contraindicated. There was 1 pass with the device. Stroke onset to reperfusion time was 4 hours. Ancillary devices include a medtronic rebar 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis, still within its introducer sheath, inside an inner pouch, in a sealed biohazard bag, and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. The glue domes outside the proximal marker were damaged. The marker coil was kinked at ~5.0cm to ~6.0cm from the distal tip. The pusher wire was found to be kinked at ~10.5cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length teardrop struts, marker coil, and pusher wire were kinked, and the glue domes outside the proximal marker were damaged on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 27 catheter against resistance. However, the root cause of the resistance complaint could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, the rhv being loose during delivery, or a lack of continuous saline flush during delivery. In this event, the reported rebar 27 catheter was compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches, and a continuous saline flush was administered and maintained, ruling out an incompatible catheter and a lack of continuous saline flush during delivery as potential causes. Therefore, moderate vessel tortuosity, a damaged catheter, failure to maintain the correct flush rate, or the rhv being loose during delivery could have contributed to the resistance complaint. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the resistance complaint could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that they were unsure of the cause of the resistance, felt resistance when pushing forward, and found the tip was kinked after pulling it out. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink or damage on the catheter. The proximal guide wire was not damaged, but the connection between the stent and the guide wire was kinked in the distal segment. The tip of the solitaire sheath was secured into the hub of the microcatheter. After replacing the stent, the catheter was used normally.